Event description:
It was reported that the keypad symbols were worn. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. The bolus button was found to be unresponsive and contamination was observed on the contact. Unrelated to the event the screen was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.